Manufacturer narrative:
The reported product has been requested for return and has not yet been received for investigation. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported his adc meter powered on and off after test strip insertion and that there was no power with button press or test strip insertion. Product replacement was initiated. On (B)(6) 2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as "feeling exhausted and thirsty and peeing a lot". Customer further reported he was seen at a hospital where he was diagnosed with hyperglycemia and treated with "50 units of humalog and 35 units of lantus-" insulins via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, the product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the fs lite meter indicated by the serial number provided by the customer. The DHR showed the fs lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-u report submitted.

Event description:
Customer initially reported his adc meter powered on and off after test strip insertion and that there was no power with button press or test strip insertion. Product replacement was initiated. On (B)(6)2019, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer experienced symptoms described as "feeling exhausted and thirsty and peeing a lot". Customer further reported he was seen at a hospital where he was diagnosed with hyperglycemia and treated with "50 units of humalog and 35 units of lantus-" insulins via injection. There was no report of death or permanent injury associated with this event.